Event description:
It was reported via repair work order that the height adjustment racks are bent which could effect stability of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.